Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value of 515 mg/dl; cause was unknown. A bolus via the pump and a manual injection were administered to address elevated bg. Although requested, customer was unable to upload the pump for an investigation into the pump data. No additional patient or event information was available.